Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
When driving to first trajectory with instrument holder, surgeon noticed inaccurate entry point, which did not match point marked using pointer probe. Initially, fiducial registrations resulted in somewhat higher than normal accuracy value (0.7 and 1.2 mm), and so surgeons undraped and re-registered patient (0.8mm accuracy) and found that entry points were unchanged when marked again with pointer probe.

Manufacturer narrative:
Following the investigation, the movement of head between both registrations indicates that it is probable that the patient¿s head was not correctly fixed basically. However, no more evidence is provided to confirm this assumption. Corrected data: date of this report, email, device code, office contact, date received by manufacturer, type of reportable event, if follow-up, what type, device evaluated by manufacturer, evaluation code.